Event description:
It was reported that lead oversensing issue was observed on the rv lead. Patient was asymptomatic. It was suspected that the high ventricular rate episodes were due to noise. During the lead replacement procedure of the lead possible lead fracture was observed. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was upgraded to a bi-ventricular pacemaker as well. Patient was stable post procedure and discharged.